Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the lag between bg and sg inherent to the sensing technology. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment. Post re-link, the system was working as expected and there was better agreement between bg/sg trends. The user was advised to continue using the system and to reach out if they had any additional concerns. Per dms review, the user was using the system with up-to-date information.

Event description:
On april 6th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.